Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was received in good visual condition with a clip in the jaws; the clip was removed from the jaws in order to measure the jaws width and they were found to be in good condition. In order to perform functional testing, the device was cycled and it was noted to be empty; the instrument locked out as intended. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that when using 2~3 clip causing incomplete and can't clamp tissue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were clips malformed and was there a gap? Did clips fall off after applied to vessels or tissue? If clips fell off, was there any bleeding or leak that occurred? If bleeding or leak occurred, how was bleeding or leak controlled? Were any blood products given? Was there any change to procedure or post op patient care?